Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("unusual bleeding") and systemic lupus erythematosus ("lupus") in an adult female patient who had essure (batch no. 646611-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included joint pain, weight gain, fatigue and vaginal irritation. Concomitant products included hydroxychloroquine, ibuprofen (motrin), medroxyprogesterone acetate (depo provera) in 2009, misoprostol (cytotec) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("painful intercourse"), menstrual disorder ("unusual menstrual cycle") and migraine ("migraines"). In (B)(6) 2017, the patient experienced systemic lupus erythematosus (seriousness criterion medically significant). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), headache ("headaches") and abdominal pain lower ("cramping"). The patient was treated with surgery (novasure ablation). Essure treatment was not changed. At the time of the report, the genital haemorrhage, pelvic pain, menstruation irregular, headache, dyspareunia, menstrual disorder, migraine, abdominal pain lower and systemic lupus erythematosus outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, headache, menstrual disorder, menstruation irregular, migraine, pelvic pain and systemic lupus erythematosus to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: essure coils were properly in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-jan-2019: event "lupus", concomitant drug added from pfs. Incident : no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("unusual bleeding") in an adult female patient who had essure (batch no. 646611) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included joint pain, weight gain, fatigue and vaginal irritation. Concomitant products included medroxyprogesterone (depo provera) in 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("painful intercourse"), menstrual disorder ("unusual menstrual cycle") and migraine ("migraines"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), headache ("headaches") and abdominal pain lower ("cramping"). The patient was treated with surgery (novasure ablation). At the time of the report, the genital haemorrhage, pelvic pain, menstruation irregular, headache, dyspareunia, menstrual disorder, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, headache, menstrual disorder, menstruation irregular, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils were properly in place quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2018: new pfs receive- new events added: painful intercourse,unusual menstrual cycle,and migraines. Lot number and new reporter were also added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), menstruation irregular ("irregular periods") and headache ("headaches"). The patient was treated with surgery (novasure ablation). At the time of the report, the genital haemorrhage, pelvic pain, menstruation irregular and headache outcome was unknown. The reporter considered genital haemorrhage, headache, menstruation irregular and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils were properly in place. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("unusual bleeding") in an adult female patient who had essure (batch no. 646611-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included joint pain, weight gain, fatigue and vaginal irritation. Concomitant products included medroxyprogesterone (depo provera) in 2009. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dyspareunia ("painful intercourse"), menstrual disorder ("unusual menstrual cycle") and migraine ("migraines"). On an unknown date, the patient experienced menstruation irregular ("irregular periods"), headache ("headaches") and abdominal pain lower ("cramping"). The patient was treated with surgery (novasure ablation). At the time of the report, the genital haemorrhage, pelvic pain, menstruation irregular, headache, dyspareunia, menstrual disorder, migraine and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, headache, menstrual disorder, menstruation irregular, migraine and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils were properly in place quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), menstruation irregular ("irregular periods") and headache ("headaches"). The patient was treated with surgery (novasure ablation). At the time of the report, the genital haemorrhage, pelvic pain, menstruation irregular and headache outcome was unknown. The reporter considered genital haemorrhage, headache, menstruation irregular and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils were properly in place. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.